Event description:
It was reported that prior to starting a davinci si salpingo-oophorectomy procedure, the customer noted a 'broken wire' on the prograsp forceps instrument. The instrument was not used in this procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that conductor wires were found to be intact and undamaged. The customer reported failure mode of broken wire could not be confirmed. The instrument was placed on system and driven. Recognition and engagement test passed. Instrument moved intuitively with full range of motion in all directions. The grips were able to open and close properly. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.